Event description:
A pt sample tested on the galileo instrument initially tested negative for antibody screen. An anti-e was identified with manual testing.

Manufacturer narrative:
Customer sent two specimens, 663 and 421, collected from the pt for further investigation. The presence of the e antigen on retention lots of capture-r ready-screen products was verified. The specimen 663 was tested by tube method using various potentiating media and very weak reactivity was seen with e+e= red cells. Testing was performed on an in-house galileo and results were negative. Specimen 421 was tested by tube method using various potentiating media and very weak reactivity was seen with e+e= red blood cells. The specimen was tested on an in-house galileo and 1+ reactivity was observed with one e+e= red cell and one e=e+ red cell. The limitations section of the package insert for capture-r ready-screen states, "negative reactions will be obtained if the test specimens contain antibodies present in concentrations too low to be detected by the test method employed." The limitations section of the galileo operators manual states, "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology." The results appear to be related to the nature of the specimens. Although a transfusion of incompatible blood did not occur, the potential for tansfusion of incompatible blood exists.